Event description:
It was reported that the user experienced a loss of glucose sensor readings while using a dexcom g7 with the ilet system, and customer care guided the user to toggle g6/g7 settings, re-pair the sensor, and confirm a sensor warmup, after which readings were expected to resume within approximately 30 minutes. Symptoms included impending loss of automated insulin dosing due to sensor signal loss. Outcomes included dosing suspension warnings and temporary interruption of automated therapy until signal restoration. Investigation included remote troubleshooting and user education on sensor pairing and configuration. Investigation of this case revealed a sensor communication issue that was resolved through re-pairing and proper configuration, consistent with transient connectivity or setup problems between the cgm and the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient signal interference.